Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, lung disease, breathing issues, pneumonia and lung damage. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dark brown unknown contamination at the edges of the enclosure near the air inlet. Dust-like contamination, hairs/fibers and potential mineral deposits stains at the air outlet port. Dust-like contamination, hairs/fibers and potential mineral deposits stains at the air inlet, along with brown pieces of unknown contamination and unknown brown dried up potential liquid stains. Unknown residue throughout the inside enclosure. Dust-like contamination and tiny hairs/fibers on the top and on the bottom of the blower motor. Gray and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers at the air inlet of the blower box along with brown pieces of unknown contamination and unknown brown dried up potential liquid stains. Dust-like contamination in the bottom enclosure. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers in the blower box. The blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. Unknown brown liquid-like stains in the blower box container with the sound abatement foam. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found thirty two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source. Section d: product brand name, FDA product code, common device name, device serviced by 3rdp, device avail. For eval has been updated. Section h: evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, lung disease, breathing issues, pneumonia and lung damage. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.